Event description:
I just received my invisalign aligners on thursday, (B)(6) 2018 and after I put them in while at the orthodontist, I started feeling strange sensory experience, like a migraine aura. Trying to ignore it, I put them in and out a few times to learn the process. I got out of the chair and was dizzy and had blurred vision. I went to a sink where I did a fluoride rinse (never had adverse reaction to fluoride before) and spit it out. I put the aligners in and went up to make my next appointment. Felt strange and then my mouth started watering and I was nauseous and I asked for a bottle of water. I drank half and had to run to the bathroom to vomit. I took the aligners out. I was still very nauseous, I asked the lady if it was a side effect and she thought maybe it was from the fluoride rinse. I grabbed another bottle of water and some napkins and went to the parking lot where I proceeded to have nausea, drool and continued to heave. I had the nausea and disorientation for about another hour or two. Later that evening I thought I'd try the aligners again. I felt tired and nauseous, got sweats and goose bumps and had digestive issues. I slept in the aligners and in the morning still felt sick. I noticed my eyes were burning and swollen. Took them out and washed them with a retainer brite tablet. I kept them out and started to feel a little better about 4 hours later, although still nauseous. I put them back in and I continued to have digestive issues, gas, burping, headache, tiredness, nausea, ears ringing, sweats and chills and just an over all ill feeling. I spent the day pretty much in bed. I rinsed the aligners and brushes my teeth throughout the day. Before bed I used eversmile whitening foam in them. This morning I am still nauseous like when I was pregnant. Smells like certain food and cigarette smoke make me sick. It is humid outside and it feels especially hard to get my breath outside. I still have the above symptoms and now add diarrhea. It is a weekend (saturday), so I decided to take them out, clean them with the retainer brite tablet again and quit wearing them until I can call my orthodontist on monday and see what he thinks. I totally relate these problems to the aligners, because I was feeling fine and energetic before I got them and instantly started feeling sick when I put them in and have been sick ever since. Every time I take them out for a few hours and start feeling a bit better, I try them again and my symptoms are worse again. I did get fibromyalgia following many reconstructed breast surgeries, with implants, after a mastectomy. It makes me wonder if the aligners and the implants are made of some of the same materials and I have a sensitivity or allergy to it.